Event description:
It was reported" the part with the serial number came off. There's light fragment because that part fell off." The issue occurred during a therapeutic brand reception of prostate procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.